Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observation with the caller who provided the consultant with device programming and stated the patient is in chronic atrial fibrillation (af) and a cardioversion would be performed in the near future. The consultant recommended sending in a download of the device data for evaluation and stated it is possible that the sensing of af could be causing battery depletion. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited a remaining longevity of 5.5 years and was implanted seven weeks ago. No adverse patient effects were reported.